Event description:
A surgeon reported that leakage occurred from the valved trocar cannula when blade was removed from eye globe during surgery. The product was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).